Event description:
It was reported that black particles were found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "discovered black particles in the syringe. A customer of us has discovered black particles in the syringe 301029 with the lot number 1054990."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: one photo of a loose 10ml luer-lock syringe ((B)(4). ) was received and evaluated. Through visual inspection small black speck observed in the tip area. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter defect could not be determined from the photo provided therefore corrective actions are not required. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that black particles were found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "discovered black particles in the syringe. A customer of us has discovered black particles in the syringe 301029 with the lot number 1054990."